Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad to treat the target lesion. Two add'l endeavor sprint rapid exchange (rx) drug-eluting stents were implanted overlapping in the lad to treat complications of a dissection after the initial stent implantation.

Event description:
It is reported that the patient experienced chest pain when the dissection occurred and that the chest pain resolved with resolution of the dissection. Clinical events committee adjudicated that an mi occurred on the same date as stent implant. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).